Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "damaged locking mechanism" was confirmed. During service, the device failure was noted in the pre-repair notes. If add'l info is available, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from (B)(6) for service. During servicing, it was discovered that the device had damaged locking mechanism. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.